Manufacturer narrative:
The manufacturer received a tb-0535fcs thunderbeat (lot#kr856323) for evaluation due to ¿hand piece failed¿. The user¿s complaint was confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed; the device did not pass the probe check. Both switches were checked and both were functional. A visual inspection on the received condition was performed on the device; there was some tissue buildup. The ptfe pad (teflon pad) was inspected and found it had normal wear, no metal exposed, no abnormalities. The distal end of the device was inspected under a microscope and found a hairline crack to the probe tip. The wiper movement was normal. The handle load was normal. The rotation of the knob torque was normal and smooth. Based on the evaluation the cause to the broken probe was most likely due to the probe coming into contact with a hard or metallic surface during activation.

Event description:
The company representative reported that a thunderbeat hand-piece failed during a procedure. A probe damage error was received prematurely during the case. The procedure was able to be completed with another thunderbeat device. There was no visual damage to the teflon pad or probe unit. The generator settings were set at 2 and 1. No fragments fell inside the patient. The company representative informed the physician that his technique was not out of the ordinary and within the parameters per the instruction for use. The device was inspected prior to use and no abnormalities were observed. The connection points to the generator and cable were also inspected, which also yielded no damage/abnormalities. The transducer cords and cords of other medical devices were not bundled during use. There was no injury to the patient.